Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Performed pressure switch and two sample delivery accuracy testing. Investigator's was unable to duplicate customer's reported problem. The pump's pressure switch and two sample delivery accuracy tests were performed. All test results showed within the pump's manufacturer specifications. Investigator's recommend that the pump downstream occlusion sensor to be recalibrated to bring the pressure switch closer to nominal of a range due to the pressure switch found to be slightly high. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump failed calibration. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.